Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had no fiber optic waveform.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). It was reported that the cs300 intra-aortic balloon pump (iabp) has no fiber optic waveform. Found with repetitive testing that wave forms were delayed in response and output values were dropping below specifications. Getinge field service engineer (fse) replaced the fiber optic module corrected this. Patient was involved but no harm. No patient demographics known. Event occurred during use. The defective components were received for further investigation. The failure analysis and testing dept. Received part, with a reported unit failure of no fiber optic waveform. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cs300. This board passed the fiber optic test with no issues. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformance with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had no fiber optic waveform. There was no patient harm.